Manufacturer narrative:
The sample is expected to return for evaluation. A follow-up report will be submitted once the sample has been received and reviewed.

Event description:
Renal puncture was performed in three patients, and bleeding occurred in two patients; another patient was unable to take out the tissue at the first puncture, and the needle is damaged. Four bp were replaced continuously. At the fifth puncture, a large amount of bleeding and necrosis of the right kidney occurred.

Manufacturer narrative:
The customer has indicated that the sample is no longer available for return. Without such evidence to review, the complaint cannot confirmed. If additional information is received in the future, a follow-up report will be submitted.

Event description:
Renal puncture was performed in three patients, and bleeding occurred in two patients; another patient was unable to take out the tissue at the first puncture, and the needle is damaged. Four bp were replaced continuously. At the fifth puncture, a large amount of bleeding and necrosis of the right kidney occurred. Coaxial was used.